Event description:
It was reported that the device entered backup mode with no high voltage therapy available. The patient did not miss any high voltage therapy while the device was in backup mode. Abbott technical support was contacted to restore the device, however, this was not successful. The device was explanted and replaced to resolve the event. The patient was in stable condition.